Event description:
Reporter alleged the lance device needle would not retract back into the device after deploying it for use. No actions were taken or treatment resulted reportedly. A request was made for the return of the suspect device and replacement product was sent.